Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency and the observed question marks on the most recent home monitoring transmission report. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several question marks were noted in the most recent remote home monitoring transmission data for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed the presence of question marks is typically due to a memory anomaly resulting in a loss of patient data. Ts noted this does not affect therapy delivery. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency and the observed question marks on the most recent home monitoring transmission report. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several question marks were noted in the most recent remote home monitoring transmission data for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed the presence of question marks is typically due to a memory anomaly resulting in a loss of patient data. Ts noted this does not affect therapy delivery. No adverse patient effects were reported. This device remains in service. It was reported that this sicd displayed an alert for a memory error. Additionally, the counter data showed negative numbers. A boston scientific technical services consultant discussed battery data going forward and walked the caller through manual set up. The device was reprogrammed to secondary during the set up process. The consultant reviewed episodes and presenting subcutaneous electrograms (secg) and noted secondary vector showed some varying amplitudes which could be a concern for inappropriate therapy in the future. The clinical observations were documented and forwarded to the boston scientific local area representative. The device remains in service and no adverse patient effects were reported.